Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of above 600 mg/dl with diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, the customer was discharged with no permanent damage; however specific date was not provided. Reportedly, unspecified alarm occurred resulting customer not able to bolus. Reportedly, customer reverted to an alternate method of insulin therapy.